Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that during surgery the universal modular electric/battery double trigger handpiece with oscillating attachment would not stop oscillating. The only way in which it stopped was when it was disconnected from the battery pack. It was also reported that the trigger button was not depressed or stuck. There was no report of patient injury associated with the event, however, the surgery time was extended by an unspecified amount of time.